Event description:
Device malfunction: difficult to remove, detached foot piece. Time of device malfunction: during vessel closure. Symptoms/ae: foreign body removal, thrombus. It was reported that a physician trained in the use of the perclose device attempted arteriotomy closure of a calcified right common femoral artery, after an interventional procedure. Reportedly, after parking the foot, resistance was felt and the device could not be removed. An effort was made to remove the device by re-advancing, wiggling, and rotating the device 15 degrees side to side, but was unsuccessful. The foot was re-deployed and re-parked, enabling the device to be removed with some resistance. The suture was "tamped and tightened: to the arterial surface, but did not achieve hemostasis. A 7fr. Sheath was inserted to control bleeding. A 12cm stiff wire with half of the foot attached protruded 2cm out of the vessel and was forcefully removed. Hemostasis was achieved using a c-clamp. The right foot was warm to the touch and the pedal pulses were unchanged from the pre-procedure assessement. A doppler ultrasound and a computed tomography angiogram of the access site performed three hours after the procedure revealed unimpeded blood flow, and it appeared that a foreign body was lodged in the posterior wall of the right common femoral artery. The posterior wall of the right common femoral artery was moderately calcified with an irregular pedunculated geometric shape protruding from the posterior calcification. A piece of hard plastic and thrombus in the lumen was surgically removed from the vessel. Additionally, "two pieces of prolene suture which was a cm below the puncture site" was removed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(Against resistance): the proglide instructions for use (IFU) state, "do not advance or withdraw, the perclose proglide smc device against resistance until the cause of that resistance has been determined by fluoroscopy. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair."